Event description:
Procedure: wedge resection. According to the reporter: the instrument fired incompletely. The "holding plate" disengaged and staples were open. The "holding plate" was retrieved and the case was converted to open. Another device was applied because the tissue was very strong. Another surgery was performed in 2009, to remove two additional "metal plates" that were noted on x-ray.

Manufacturer narrative:
Initial report sent to FDA on 08/25/2009.